Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control). Nurse confirmed that they had been receiving low flow alerts off and on throughout the therapy. Now tried to rewarm patient but did not seem to be working. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 31.7c water flow rate (wfr) was 0.5 l/m. Neonatal pads. Had stop therapy, drain and disconnect pads. Rotate connectors 180 degrees, reconnect holding nowhere near clear connectors and make sure they hear audible clicks with each connection. All lines straight with no bends or kinks. Good air flow to the back of the device. Restarted therapy. Water flow rate (wfr) was 0.5 l/m system diagnostics were outlet monitor temperature (t1) was 28.1c, outlet control temperature (t2) was 28c, inlet temperature (t3) was 28.4c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 27 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours was 5426.8, pump hours was 5327.6. Advised to swap out pads because flow rate (fr) had to be above 0.5 l/m for heater to be enabled and warm the patient. Nurse stated that they were having issues with flow rate earlier and the patient being below target and was able to get the water flow rate (wfr) up to 0.6 l/min and the water temperature (wt) was warm at 38c, so they believed the heater was working. They were currently rewarming the patient, the patient temperature (pt) was 33.1c, targeted temperature (tt) was 36.5c, rate was 0.5c/hr. The remaining duration stated 1 hour and 46 minutes. Nurse wanted to confirm it would take longer than this to rewarm. Informed nurse based on the settings and the current patient temperature 33.1c, it should take a little over 6 hours to rewarm. Had nurse hit adjust to verify settings, rewarm from was set at 35.6c, the target temperature and rewarm rate were programmed correctly. Informed nurse the device was trying to rewarm the patient as quickly as possible to 35.6c and would then start rewarming at 0.5c/hr. This was the duration was so short. Informed nurse could adjust the 'rewarm from' to the patient current temperature to start rewarming at 0.5c/hr. Suggested to confirm with the provider their preference for rewarming. While on the phone, patient had warmed 0.4c to a current patient temperature (pt) of 33.5c. Per sample evaluation results on 31aug2023, it was reported that the double bend tube and the chiller evaporator outlet tube was expanded. The tank seals had cracks around the seals. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control). Nurse confirmed that they had been receiving low flow alerts off and on throughout the therapy. Now tried to rewarm patient but did not seem to be working. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 31.7c water flow rate (wfr) was 0.5 l/m. Neonatal pads. Had stop therapy, drain and disconnect pads. Rotate connectors 180 degrees, reconnect holding nowhere near clear connectors and make sure they hear audible clicks with each connection. All lines straight with no bends or kinks. Good air flow to the back of the device. Restarted therapy. Water flow rate (wfr) was 0.5 l/m system diagnostics were outlet monitor temperature (t1) was 28.1c, outlet control temperature (t2) was 28c, inlet temperature (t3) was 28.4c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 27 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours was 5426.8, pump hours was 5327.6. Advised to swap out pads because flow rate (fr) had to be above 0.5 l/m for heater to be enabled and warm the patient. Nurse stated that they were having issues with flow rate earlier and the patient being below target and was able to get the water flow rate (wfr) up to 0.6 l/min and the water temperature (wt) was warm at 38c, so they believed the heater was working. They were currently rewarming the patient, the patient temperature (pt) was 33.1c, targeted temperature (tt) was 36.5c, rate was 0.5c/hr. The remaining duration stated 1 hour and 46 minutes. Nurse wanted to confirm it would take longer than this to rewarm. Informed nurse based on the settings and the current patient temperature 33.1c, it should take a little over 6 hours to rewarm. Had nurse hit adjust to verify settings, rewarm from was set at 35.6c, the target temperature and rewarm rate were programmed correctly. Informed nurse the device was trying to rewarm the patient as quickly as possible to 35.6c and would then start rewarming at 0.5c/hr. This was the duration was so short. Informed nurse could adjust the 'rewarm from' to the patient current temperature to start rewarming at 0.5c/hr. Suggested to confirm with the provider their preference for rewarming. While on the phone, patient had warmed 0.4c to a current patient temperature (pt) of 33.5c.